Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Additionally, the light guide glue on the distal end was peeling and the probe unit was loose, causing leaks. The ultrasound image had multiple broken elements. The insertion tube had buckling points, and the scope connector was loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope's distal end had a hole. This event occurred during reprocessing and there was no patient contact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ while a definitive root cause for the reported event could not be determined, investigation believes that the following are likely causes of the reportable event (peeling light guide glue on the distal end): adhesive agent came off because external force was applied to the relevant part by squeezing it with excessive force or by hitting it against something when the subject device was transported, stored, used, or cleaned. Adhesive is worn out due to long-term usage, so it came off. Olympus will continue to monitor the field performance of this device.